Event description:
Rptr is using the dpc immulite for running hbsag tests. False positive screening rate went from 3-4% to 20%. After much troubleshooting it was determined that a water pump was not working adequately.